Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that while the patient was sleeping, the tubing connector got separated from the tubing itself and the cap in the tubing was separated four times. The site location was patient's butt and the pump was worn in the patient's right pocket closest to the quick set. The infusion had been in use for one day and the infusions were not exposed to extreme temperatures. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.